Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Medtronic

Event description:
Customer reported via phone call bolus delivery loop, prime anomaly and high blood glucose levels. Customer's blood glucose level was 427 mg/dl. Troubleshooting for bolus delivery loop was performed. Customer believed they were stuck in a bolus delivery loop. Customer removed the battery for 10 minutes, received battery out limit alarm and the bolus alert stopped. Customer was advised the bolus delivery loop occurred due to attempting to bolus while in the rewind/fill tubing process.